Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx 70 cm lead. Device has not been received.

Event description:
A report was received that during a revision procedure to reposition the clik anchors, the physician damaged an infinion lead and the ipg when using electro-cautery. The damaged lead and ipg were removed and replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04)

Manufacturer narrative:
The complaint was confirmed. The device would not be charged. The device exhibited excessive sleep current due to low vh impedance, and high thermal was detected on u2_asic. This type of damage occurs when the ipg is exposed to high-voltage transients. It was reported the doctor used electrocautery in the revision.

Event description:
A report was received that during a revision procedure to reposition the clik anchors, the physician damaged an infinion lead and the ipg when using electro-cautery. The damaged lead and ipg were removed and replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).